Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 30 degree endoscope was analyzed and fa confirmed and replicated the customer-reported complaint. The endoscope was evaluated and found with a camera instrument adapter (aea) defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an aea shaft bearing contributing to friction. Additionally, the endoscope was visually inspected and was found to have damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on the button illum of the button pack assembly. The endoscope cable integrated connector was visually inspected and found damaged. The cable-integrated connector exhibited corrosion on the electrical contacts and/or circuit board.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pediatric partial nephrectomy surgical procedure, the customer encountered a recoverable error 23003 while using the 30 degree endoscope plus. The customer stated the endoscope was having a rotation issue. The intuitive surgical, inc. (Isi) technical support engineer confirmed error 23003 in the system logs. The customer replaced the endoscope with a backup one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed at the time of the event was the tumor excision in a partial nephrectomy. After engaging with the system, the endoscope was auto-rotating causing the image to be inverted. The reporter confirmed that the 30-degree was installed at the time of the event, and it was installed in a down position. The surgeon confirmed the desired orientation when the endoscope was installed. It was unknown if the indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. A yellow rim on the base of the endoscope was observed to be damaged after the event. The surgeon completed the procedure with a backup endoscope. No reported patient harm or injury.